Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly and moisture damage. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer's insulin pump fell into a puddle near the pool which resulted in the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the pump had unresponsive buttons due to a corroded keypad trace. Unable to perform the displacement test due to the unresponsive button. No moisture damage was noted on the electronic assembly or motor assembly. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a broken belt clip slot.